Manufacturer narrative:
(B)(4). The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous, moderately calcified distal circumflex. The 2.75x23mm xience skypoint stent delivery system (sds) was attempted to be advanced; however, failed to cross due to anatomy. The sds was taken out and re-inserted with an extension catheter, but the sds still failed to cross. During removal of the sds resistance was met with anatomy. An unspecified dilatation catheter balloon was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified, no manufacturing nonconformities issued to the reported lot, that would have contributed to this event. Additionally, a review of the complaint history identified, no similar incidents from this lot. It should be noted, that the xience skypoint everolimus eluting coronary stent system instruction for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery, once it has been pulled back into the guiding catheter. Subsequent, movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged or dislodged, during retraction back into the guiding catheter. The investigation determined, the reported difficulties appear to be related to circumstances of the procedure. As it is likely, the device met resistance with the heavily tortuous and moderately calcified anatomy, causing the reported failure to advance. The device was removed. And a new guiding catheter was added. And the device was advanced once again (against instructions for use). The device once again met resistance with the anatomy and could not advance. During removal, the device met resistance with the anatomy causing the reported difficulty to remove. There is no indication, of a product quality issue with respect to manufacture, design or labeling. The xience skypoint device is not currently available in the us. However, it is similar to a device sold in the us.